Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining brain natriuretic peptide (bnp) results of no value with ind flags for an unknown number of patients generated by the access 2 immunoassay system. No erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was performed prior to the event and yielded no value with ind flags. The customer performed troubleshooting with bci access hotline and a bnp reagent pack was found to have been shared between the customer's two access systems. Service was not dispatched for this event as the likely root cause was identified through routine troubleshooting.